Event description:
Rptr reports back to back testing on meter to lab while using the active sys with results of 103mg/dl on the meter and 60mg/dl at the lab. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.